Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. It was reported that the pump was replaced because multiple volume discrepancies were noted during refills. On the date of explant, there was over a 20 cc difference between the expected and actual volume with no alarms. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient did have a flipping pump; the sutures ripped out. No patient symptoms were reported. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.